Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. One of two possible batch numbers is reported as follows: batch # khk187, exp. Date: 06/30/2018, MFR. Date: 07/29/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the possible batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot # k86952 provided is invalid, please provide additional lot # if needed.

Event description:
It was reported that the patient underwent a bilateral inguinal procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, it did not feel that the device has enough power or strength to deploy the strap properly through mesh. Another like device was used to achieve adequate fixation and there were no adverse patient consequences reported. The surgeon opined that he did not feel as he was putting undue stress on the device or firing into the bone. Additional information will be requested.